Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported "during one of the night rounds, the caregiver found the patient with a cvc (central venous catheter) with one of the 4 lines cut off at the cuff. The proximal line had lost its white sleeve. The line was immediately clamped. Later the cvc was removed and a new cvc inserted." It was reported the patient had no adverse effects or consequence. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one, four-lumen cvc for analysis. Signs of use in the form of biological material were observed inside the extension line. Visual analysis revealed that the distal and proximal extension lines were severed directly adjacent to the luer hubs. Remains of both extension lines were visible within the respective luer hubs. Microscopic examination confirmed the damage and revealed that both points of separation were rough/jagged. The catheter body measured 170mm, which is within the specification limits of 157mm-177mm per catheter product drawing. The distal extension line outer diameter measured 2.16mm which is within the specification limits of 2.13-2.21mm per the distal extension line extrusion product drawing. The distal extension line inner diameter measured 1.4478mm, which is within the specification of 1.42mm-1.50mm per the distal extension line extrusion product drawing. The proximal extension line outer diameter measured 2.16mm which is within the specification limits of 2.13-2.21mm per proximal extension line extrusion product drawing. The proximal extension line inner diameter measured 1.4478mm, which is within the specification of 1.42-1.50mm per proximal extension line extrusion product drawing. Functional inspection of the catheter was performed per the product IFU, which instructs the user, "check lumen patency by attaching a syringe to each extension line and aspirate until free flow of venous blood is observed". The medial1 and medial2 extension lines were flushed using a lab inventory arrow raulerson syringe (ars) syringe. The extension lines flushed as intended. A manual tug test confirmed the medial1 and medial2 extension lines were fully secured to the respective luer hubs. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". The report of an extension line/luer hub separation was confirmed through complaint investigation. Visual analysis revealed that the proximal and distal extension lines had separated adjacent to the respective luer hubs. It was noted that remains of each extension line were found within the respective luer hubs. A CAPA has previously been initiated due to an increasing trend of cvc extension line leaks and separations. The CAPA investigation indicated the root cause of this issue is manufacturing related. Corrective actions have not yet been implemented. Teleflex will continue to monitor and trend complaints of this nature.

Event description:
It was reported "during one of the night rounds, the caregiver found the patient with a cvc (central venous catheter) with one of the 4 lines cut off at the cuff. The proximal line had lost its white sleeve. The line was immediately clamped. Later the cvc was removed and a new cvc inserted." It was reported the patient had no adverse effects or consequence. The patient's condition is reported as fine.